Event description:
Patient¿s legal counsel reported patient underwent initial right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of pain, difficulty walking, stiffness, loss of range of motion, grinding, femoral shaft fracture during revision, impairment, lack of mobility, weakness, and elevated metal ion levels. Review of invoice history revealed patient is bilateral. Patient underwent initial left total hip arthroplasty on (B)(6) 2005. There has been no revision reported for the left hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2015-00365 / 00367 and 00389).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "

Event description:
Patient's legal counsel reported patient underwent initial right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of pain, difficulty walking, stiffness, loss of range of motion, grinding, femoral shaft fracture during revision, impairment, lack of mobility, weakness, and elevated metal ion levels. Review of invoice history revealed patient is bilateral. Patient underwent initial left total hip arthroplasty on (B)(6) 2005. There has been no revision reported for the left hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2014. Operative report noted the presence of cloudy reddish-green fluid, chronic inflammation and metallosis. The stem and acetabular cup were noted to be well fixed. All components were removed and replaced with competitor components.